Event description:
Reporter alleged a family member was staggering, unresponsive and called paramedics due to blood glucose monitoring device results. Reporter stated device result was 90 mg/dl and paramedic's device result was 42 mg/dl. Reporter indicated family member was treated with a glucose IV and normal food and medication was taken as normal the day of the alleged incident. Reported indicated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.